Event description:
It was reported that during an unknown procedure, the bronchovideoscope gave a b30 error. The procedure was completed with an olympus back-up device. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.